Event description:
It was reported the device was used on a lobectomy. It was reported the surgeon fired the tx30v across the pulmonary artery and the surgeon reported the staples formed but also cut tissue in approx three areas. The surgoen sutured over the areas to complete the case. There was no consequence to the pt.